Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that he obtained a blood glucose reading of 95 mg/dl on the contour next one meter. When he performed retesting on a different contour next one meter, the reading was 58 mg/dl. The customer was feeling dizzy. She took nap and felt better. The difference between the readings will fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. Replacement meter and strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.